Event description:
As a physician was applying fallopian tube clips, it was noted that the spring would not slide completely over the plastic jaws and lock in place. Another applicator was tried, but it also would not allow the spring to advance to the final position. Another tubal occlusion device was used to complete the case. No pt complication was reported.